Event description:
The pt called lifescan in 2004 and alleged that their meter would not power on. Medical affairs spoke to the pt the following day and obtained the following info. The pt was unable to test on their meter for 1 and 1/2 days. They stated that one day ago they were feeling cold, dizzy, and weak. They stated that they did not take their insulin that day, which is based on a sliding scale, taken before meals. They called the local emergency room, who advised the pt to wait to see if they would start to feel better and if they did not feel better, to call 911. They stated that they ate smaller meals and walked up and down their walkway. The pt then contacted lfs for assistance. The lfs customer care rep attempted to perform a field exchange, but the pharmacy was unable to assist. The pt stated that they were finally able to obtain a meter from the pharmacy. They tested their blood sugar and it was over 300 mg/dl. They took 9 units of their humalog insulin. The meter would power on when pressing the power button, but would not power on when a test strip was inserted into the test strip port. The issue was not resolved with troubleshooting. Based on the info provided, there is evidence of a meter malfunction, and there is evidence of the meter contributing to a serious injury. The pt withheld their insulin because they were unable to obtain an actionable blood glucose result. A replacement meter is being sent to the pt.